Manufacturer narrative:
The reported issue that new 2018 dated pcu devices failed the asm keypad test was confirmed via inspection observations of the returned keypad assemblies. The formal engineering investigation report identified the cause of the asm keypad failures to be associated with found cracks and fluid ingress damage on the flex cable of the keypad assembly. The keypad failures investigated were found to have similar defects found in other current investigations involving pcu keypads. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that the new 2018 dated devices failed asm keypad test and required replacement of the keypad. There was no report of patient involvement.